Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient said they no longer need the ins since a couple of years ago; it worked great for them. They also said they fell the day prior to initial report. They think something is "jarred loose" from the fall and they "heard something" on the left side near the ins site. Patient said a CT scan didn't show that they fractured anything, but they will need an MRI to look at the area; patient is requesting healthcare provider (hcp) information to have the ins and lead removed. As a result of what was reported, the patient was redirected to an hcp to discuss system removal. No patient symptoms were reported and no further complications have been reported as a result of this event.